Manufacturer narrative:
The reported complaint of inability to loosen the set screw resulting in being unable to disconnect the lead from the device was confirmed. Analysis found that calcified blood was in the setscrew inset. The blood was preventing the wrench from engaging the v-setscrew inset to untighten the setscrew. The continued attempts to engage the inset resulted in the inset being stripped by the user. The blood most likely came through a hole punched through the septum by the torque wrench at time of implant. Electrical testing was performed and showed the device had normal device characteristics with battery above eri.

Event description:
During a procedure for device upgrade, the set screw was unable to be loosened resulting in the right ventricle (rv) lead being unable to disconnect from the device. The device was explanted and replaced and the rv lead was cut and replaced to resolve the event. The patient was in stable condition.